Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The occlusion was ultimately caused by a blockage in the cartridge due to the customer reusing insulin. The customer replaced the necessary supplies and resumed insulin therapy.